Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the superficial femoral artery with a chronic total occlusion. After the lesion was pre-dilated with an armada 35 5.0 x 40mm balloon dilatation catheter (bdc), for additional pre-dilatation an armada 35 7.0 x 40mm bdc was advanced to the target lesion and crossed without resistance. During the first inflation, the balloon ruptured at 8 atmospheres. The bdc was removed from the anatomy and was replaced with the armada 35 5.0 x 40 mm bdc. The procedure was successfully completed after stent implantation. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.